Manufacturer narrative:
Concomitant medical devices - enpower detachment control box (dcb00000500/f74972), connecting cable (ccb00015700/lot unk). (B)(4). Complaint conclusion: the device was returned for analysis. The connecting cable will not be returned, however the enpower detachment control box (dcb) was returned. The headway 17 microcatheter was not returned. As viewed through the returned packaging, the coil was found to be unsheathed. The coil was returned undamaged. The coil¿s socket ring was found pushed down inside the outer sheath and against the resistive heating coil section. The detachment fiber did not receive heat and melt. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 51.4 ohms (range 48.5/56.0) (mps-prp0243) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the first resistance reading passed at 51.4 ohms, however the following resistance readings spiraled downward failing at <45.3 ohms. Post-detachment inspection found that the first reading of the enpower systems ready green illuminated, however the following readings found that the systems ready green light went off and no longer illuminated. Post-detachment inspection found that the detachment fiber received heat and melted. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the microcoil system passing the pre-deployment electrical test and failing to detach was confirmed for the presidio coil, but was not confirmed for the enpower detachment control box since this device passed functional testing during product analysis. The field complaint as reported was duplicated in laboratory testing of the presidio. The microcoil system passed electrical testing prior to the detachment attempt, and the coil was detached; however, the device positioning unit (dpu) failed post-detachment electrical testing. The most likely contributing factor to the unit passing the pre-deployment electrical test and failing post-detachment electrical inspection was most likely due to a fracture of the solder joint connection inside the resistance heating coil. The circumstances of how and when this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the connecting cable and the headway 17 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. This is an initial/final MDR report.

Event description:
The complaint received stated that during a coil embolization of a right posterior communicating artery aneurysm, a 4x11.5 presidio 10 cerecyte (pc410041230/c31702) would not deploy using a detachment control box (dcb000005-00/ f74972). The pre-deployment check had been performed and the green light was seen. The coil was then placed in the aneurysm, and the cable was attached, and while attempting to detach the coil, they saw that there was no green light, even after multiple manipulations. The detachment light did not illuminate and the audible signal did not beep. There was no red light seen. All connections appeared to fit properly without application of excessive force. None of the devices appeared damaged. It was thought the box may have battery issues, so it was removed and the coil was hooked up to the second box. They could not get a green light; however, when the coil was backed out of the aneurysm into the microvention headway 17 microcatheter, the green light appeared. The coil was reinserted into the aneurysm; however, the light did not appear at that time. The cable was not replaced. There had been no resistance between the presidio and the microcatheter, and a continuous flush had been maintained through the microcatheter. When the presidio was removed without difficulty through the microcatheter, the coil was not stretched, prematurely detached or damaged in any other way. The procedure was completed with detachment of subsequent coils using the replacement detachment control box and original cable. The event did not result in patient injury or a clinically significant delay in the procedure. The presidio and enpower dcb were returned for analysis.

Manufacturer narrative:
Since there was evidence that the event was related to a manufacturing issue, no corrective actions will be taken at this time.